Event description:
It was reported that the patient was experiencing a terribly painful electric shocking sensation at the implantable pulse generator (ipg) site approximately 7 times per day. It was noted that the patient did not have any recent surgeries or medical procedures, and there was no trauma or injury at the ipg pocket. The patient experienced the shocking sensation only when the stimulation is on. Reprogramming was attempted and the stimulation was decreased, which resulted in a decrease in the painful sensations. The patient underwent a revision procedure in which the ipg was replaced, two linear leads were explanted, and one surgical lead was implanted. The patient was fine post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear leads, upn m365sc2352500, model sc-2352-50, serial (B)(6), batch 7070152. Product family scs-linear leads, upn m365sc2352500, model sc-2352-50, serial (B)(6), batch 3149731. The returned ipg was analyzed. Monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. The ipg passed all the required tests and revealed no anomalies. The leads were not returned to boston scientific for analysis. As such, physical analysis has not been conducted in our laboratory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads, upn m365sc2352500, model sc-2352-50, serial (B)(4), batch 7070152. Product family scs-linear leads, upn m365sc2352500, model sc-2352-50, serial (B)(4), batch 3149731.

Event description:
It was reported that the patient was experiencing a terribly painful electric shocking sensation at the implantable pulse generator (ipg) site approximately 7 times per day. It was noted that the patient did not have any recent surgeries or medical procedures, and there was no trauma or injury at the ipg pocket. The patient experienced the shocking sensation only when the stimulation is on. Reprogramming was attempted and the stimulation was decreased, which resulted in a decrease in the painful sensations. The patient underwent a revision procedure in which the ipg was replaced, two linear leads were explanted, and one surgical lead was implanted. The patient was fine post-operatively.